Event description:
Boston scientific received information that this pacemaker was unable to be interrogated. No patient harm has been reported at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.